Manufacturer narrative:
The device was not received for evaluation and was reported to have been disposed; therefore no physical analysis can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. If there is any further information received, a follow up medwatch report will be submitted.

Event description:
They advanced the guide wire thru a 4f contra flush catheter and the guide wire became stuck within the catheter. They removed the unit as a system, replaced with a different wire and continued the case. This happened during the procedure, inside the patient's body. No complications. Patient is fine. The catheter that was used that got stuck on the guide wire was an imager ii contra 4f flush.